Event description:
A (B)(6) child accompanied his/her mother to her doctor for her cervical screening test. At some time during the appointment the child ingested the preservcyt from the vial. The child was seen at the hospital.